Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was when the patient (pt) went to recharge last night the controller was not working right. Then the caller said the pts ins battery was reddish like there was blood and was purple; agent asked for event date and then the pt came onto the line. The caller said when they went to check the battery status of their device it showed a message that said disconnected under the ins battery charge. Caller noted the ins battery was at 80% battery the night before so they charged it to 100%, then they looked again a different day and it showed the ins battery was at 70% with disconnected right under it. The controller was no longer showing the word disconnected but the pt thought that was related to their ins battery being red all in the upper side of the ins battery. The pt said the ins battery was on the front part of their body and had reddish on the end of it, the pt did not know if there was some type of loose connection. The caller unlocked controller, and it said the controller was at 100%, and the ins was at 60%. It was not showing disconnected, interrupted, or terminated under the ins battery charge. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listings. Pt noted that they had to get a new ins because one end of the battery was all red on their skin and when they went to see their doctor, they said a new ins had to be put in, then a day before surgery the red cleared up but the ins battery was turned. Pt noted the ins was placed on the left side of their stomach since it was easier for them to charge since they had one hand. Pt did not give event date of issue when asked. Pt thought they were going in for a revision but while on the gurney the medtronic rep came in and they told the pt they were going to get a new ins and the rep chose it and not the hcp. At this point of the call pt was really escalated and wanted answers on why medtronic chose the ins they did. Pt was redirected to hcp but pt said they have never seen their doctor, they have had 29 surgeries in their day and they have never been through this where they did not see the physician at all.